Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 6.0; lab-inr: 9.8. Her meter-inr: (B)(6) 2009: inratio 6.3. Doctor recommended to eat spinach; (B)(6) 2009: inratio 6.0. 1.5hr later, lab 9.8, doctor gave her vitk; (B)(6) 2009: inratio 1.4. Doctor increased her coumadin. Patient called with updated information: ((B)(6) 2009) inratio 1.4. Doctor did not order a lab draw. Increased her coumadin again.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.0; reference: 9.8; mean: 7.90; confidence-limits: unable to determine. The 6.3 and 1.4 inr are excluded from comparison test since no lab inr provided and test are done more than 3 hours apart. Three hours is considered a reasonable length of time between 2 readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. Inratio meter can only acquire inr range from 0.7-7.5 inr. Summary: end-user reported accuracy discrepant test result. Patient's condition may affect test result. Mean calculation revealed both inratio (6.0) and lab (9.8) values are not considered inaccurate when both are greater than 5.0. Therefore, no further testing beyond the investigation is required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this.........